Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia for approximately 12¿24 hours after an infusion set change while using the ilet with a g7 cgm and a teflon infusion set placed in the abdomen; repeated corrective insulin was delivered per the pump graph without adequate glucose reduction until the user replaced the infusion set, after which glucose began to decline, and the lot number of the implicated set was later provided. Symptoms included hyperglycemia with a highest cgm reading of 388 mg/dl, confirmed by fingerstick. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.